Manufacturer narrative:
Clarification: this event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. The events of lump/nodule and lymphoma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
[Patient underwent] mammogram, ultrasound and sent off fluid for cytology, I received results for c&s with macrophages only, so assumed that all was well. I have since learned that cd30 and alk- were never tested for. [Over a twelve month period] I have felt increasingly more poorly, breathless, excessive tiredness and a persistent cough. [Approximately 6 and a half years after implantation] I developed a large lump above my breast, lost appetite and weight, and became less able to do everyday tasks... I have had 9 scans 3 lots of biopsies including bone marrow and an iron infusion. I was told that the disease is very advanced, I have a mass in my right arm and following further questioning of my hematologist on my chances of successful chemotherapy treatment and survival rate, I was told that my numbers are very low..much sooner than expected I will lose my life." This is an unconfirmed case of alcl. This record relates to the right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
[Patient underwent] mammogram, ultrasound and sent off fluid for cytology, I received results for c&s with macrophages only, so assumed that all was well. I have since learned that cd30 and alk- were never tested for. [Over a twelve month period] I have felt increasingly more poorly, breathless, excessive tiredness and a persistent cough. [Approximately 6 and a half years after implantation] I developed a large lump above my breast, lost appetite and weight, and became less able to do everyday tasks. I have had 9 scans 3 lots of biopsies including bone marrow and an iron infusion. I was told that the disease is very advanced, I have a mass in my right arm and following further questioning of my hematologist on my chances of successful chemotherapy treatment and survival rate, I was told that my numbers are very low. Much sooner than expected I will lose my life". This is an unconfirmed case of alcl. This record relates to the right side. Device was explanted.